Event description:
It was reported that the user experienced a nocturnal hypoglycemic event with a blood glucose nadir of 51 mg/dl, noted while using a dexcom g7 and later measuring 72 mg/dl; the user attributed the event to increased daytime activity with limited food intake and reported consuming bread pudding to correct the low. Symptoms included low blood glucose. Outcomes included self-treatment with oral carbohydrates and recovery without emergency care or hospitalization. Investigation included complaint handling and user education or troubleshooting. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that no device malfunction could be confirmed based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.